Event description:
Customer reported an error 2207, no tip acquired by sorter. The customer verified that the tip trays were loaded correctly. The aia-2000 analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for for alpha-fetoprotein (afp) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log and was unable to reproduce the error due to time constraints. The fse resolved the issue by performing a sorter tip alignment. The instrument was validated by running quality control (qc) and result was within an acceptable range. The aia-2000 analyzer was operational and back in service. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4 error messages states the following: [2207] no tip acquired by sorter. Cause: no tip was detected during tip attachment check, if retry fails, the measurement result will be flagged (mf) flag. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the sorter tip required alignment.